Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Facility representative alleged that the pin to the pump broke off. She is not sure how this happened. MDR filed.